Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy was resumed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is experiencing warmth while recharging the ipg. The patient reports the ipg pocket site and antenna become warm to the touch and she experiences discomfort so she turns off the charging system for a few minutes before she resumes recharging the ipg. A replacement charging system was sent to the patient and did not resolve the issue. In addition the patient experiences a stinging sensation over the ipg and across her buttocks when using the new charging system. Surgical intervention may be pending to address this issue.